Event description:
Boston scientific received information that during a routine device change out procedure, this lead was surgically abandoned for an unspecified product performance issue. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.